Manufacturer narrative:
The investigation for the reported limb ischemia and ventricle perforation has been completed. The impella device was not returned for evaluation. However, clinical details were sufficient to determine the root cause. Based on the provided clinical details, the root cause of the ventricle perforation was most likely due to use as the perforation occurred while manipulating the heart for 5.5 insertion. The root cause of the limb ischemia could not be determined without additional clinical details. Added-e4-no f6/f8-should have been left blank. G1-corrected MFR site name and address.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ section: warnings & cautions: warnings to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿

Event description:
The user facility reported a 65-year-old female patient in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient's impella limb (left) was noticeably hypo-perfused, with mottling present and no doppler pulse. Decision was made to perfuse the impella limb with external fem-fem bypass. Flow was successfully restored to the leg with the external bypass. Additionally, upon explanting the impella to escalate to an impella 5.5, the doctor did a direct approach double barrel technique. The cp caused a left ventricle perforation when manipulating the heart for 5.5 insertion. The perforation was repaired with a surgical suture. The patient was reported as stable.